Manufacturer narrative:
On 20-oct-2017 product investigation results: reporter returned one toothbrush head on 12-oct-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Tongue cut open [tongue injury]. Brush head getting loose, on which tongue was cut open [injury associated with device]. First one fell off after a few weeks while brushing / broken brushes - oral-b precision clean brushhead [device breakage]. The second one is already getting loose now after two weeks of use - oral-b precision clean brushhead [device connection issue]. Product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on 26-aug-2017 that he/she had a pack of 4 oral-b power oral care refills precision clean, and the first one fell off after a few weeks while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer explained that the second one was already getting loose after two weeks of use, on which his/her tongue was cut open while brushing; the consumer asserted that he/she thought this injury was very bad. The consumer stated that he/she would not use the other 2 brush heads; product use was withdrawn. The overall case outcome was unknown. The consumer reported that he/she had used oral-b for years with great pleasure. Treatment details: unknown. No further information was provided. 15-sep-2017 received consumer's follow-up e-mail: the consumer reported that he/she threw away the broken brushes but he/she still had 1 left in the packaging. No further information was provided. 27-sep-2017 received consumer's follow-up e-mail: the consumer reported that he/she had sent in the brush head on (B)(6) 2017. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Reporter returned one toothbrush head on (B)(6) 2017. Product investigation is in progress.

Event description:
Tongue cut open [tongue injury]; brush head getting loose, on which tongue was cut open [injury associated with device]; first one fell off after a few weeks while brushing / broken brushes - oral-b precision clean brushhead [device breakage]; the second one is already getting loose now after two weeks of use - oral-b precision clean brushhead [device connection issue]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2017 that he/she had a pack of 4 oral-b power oral care refills precision clean, and the first one fell off after a few weeks while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer explained that the second one was already getting loose after two weeks of use, on which his/her tongue was cut open while brushing; the consumer asserted that he/she thought this injury was very bad. The consumer stated that he/she would not use the other 2 brush heads; product use was withdrawn. The overall case outcome was unknown. The consumer reported that he/she had used oral-b for years with great pleasure. Treatment details: unknown. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she threw away the broken brushes but he/she still had 1 left in the packaging. No further information was provided. On (B)(6) 2017 received consumer's follow-up e-mail: the consumer reported that he/she had sent in the brush head on (B)(6) 2017. No further information was provided.